Manufacturer narrative:
Brand name - foley catheter. (B)(6). Combination product ¿no. Otc product ¿no. (B)(4). Based on the available information, this event is deemed a product malfunction. No patient harm was reported. No lot number is available. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
Complaint received from (B)(6) reporting that ¿after operation the catheter was ready to been removed from the patient. But the balloon could not empty the water. The patient had the catheter deflated and removed surgically. No further information was provided including patient details, treatment, or outcome.

Manufacturer narrative:
A review of the last three (3) product monitor review's for trends indicated no trends for this issue on this product. Historical complaint data from march 01, 2015 to march 31, 2017 was reviewed as it relates to reports for product number mm51121410. A total of three (3) complaints, including this one, were reported. All three are related to this complaint. This issue will be monitored through the post market product monitoring review process. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).